Event description:
(B)(6) clinical study. It was reported that chest pain occurred. In (B)(6) 2013, the patient was presented with stable angina. The 90% restenosed, 30x2.25mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with over 45 degrees and under 90 degrees bend and timi 3 flow target lesion was located in the moderately tortuous and mildly calcified proximal and mid left circumflex artery. The physician treated the lesion with pre-dilation and placement of a 2.25x32mm promus element¿ plus stent at 14 atmospheres. Following post dilation, visual residual stenosis was 0% with timi 3 flow. Two days post procedure, the patient was discharged with aspirin and clopidogrel. In (B)(6) 2013, the patient had a follow up. The visual target vessel diameter was 2.00mm and visual residual stenosis was 25% with timi 3 flow. In (B)(6) 2015, the patient presented with chest pain and was treated with drug administration with a good outcome.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).